Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient worn sensor more than seven days. The patient's wife did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).